Event description:
A falsely elevated advia centaur xp vb12 result was obtained on a pt sample. Testing of a redraw sample from the same pt provided a different result. The technician retested the initial sample and a lower result was obtained. The pt sample was also tested for folate. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the falsely advia centaur vb12 result.

Manufacturer narrative:
A siemens rep reviewed the account's history and no issues were found in the time frame of the discordant results. The cause for the discordant advia centaur vb12 results is unk. The instrument is performing within specifications. No further eval of the device is required.